Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+ss and elecsys ferritin results for two patients tested on a cobas e411 disk. On (B)(6) 2021, patient 1's initial hcg result was reported outside the laboratory. The patient's therapist questioned the reported result and complained to the laboratory. The customer performed repeat testing with the patient's sample on the same e411 disk and an unknown rapid test was performed. On (B)(6) 2021, patient 1's initial hcg result was 0.755 miu/ml. On (B)(6) 2021, patient 1's repeat hcg result was 4852 miu/ml with a data flag. Also, the patient's hcg rapid test was "strongly positive." On (B)(6) 2021, patient 2's initial ferritin result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same e411 disk. On (B)(6) 2021, patient 2's initial ferritin result was 0.500 ng/ml with a data flag. On (B)(6) 2021, patient 2's repeat ferritin result was 8.11 ng/ml with a data flag. The hcg reagent lot number was 551036 with an expiration date of 31-oct-2022. The ferritin reagent lot number was 548640 with an expiration date of 30-sep-2022.

Manufacturer narrative:
Calibration signals were within expectations for both assays. The qc results from the day of the event were acceptable for both assays. Both assays showed several low qc results outside of the acceptable range within 6 weeks of the event date. The alarm trace showed a liquid level detection (lld) error on the day of the questionable hcg + b result. Based on the information provided, a specific root cause could not be determined. The investigation determined the event was consistent with a pre-analytical handling issue (bubbles on the samples) at the customer site.